Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to close a patent foramen ovale (pfo) defect. During positioning, the left disc took on a bulbous deformation. The device was removed from the patient prior to release from the delivery cable, and the device was exchanged for a 25mm amplatzer multi-fenestrated septal cribriform occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.